Event description:
It was reported that the scale marking were illegible with a bd oralpak 10ml. This was discovered prior to use. The following information was provided by the initial reporter, translated from portuguese to english: it was identified that the dosage 10 ml syringe does not presents the quantity of mls legible.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale marking were illegible with a bd oralpak 10ml. This was discovered prior to use. The following information was provided by the initial reporter, translated from portuguese to english: it was identified that the dosage 10 ml syringe does not presents the quantity of mls legible.